Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad trace. No moisture damage on electronic assembly and no battery out limit alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and he could see condensation inside the screen. He removed the battery to dry the device and received a battery out limit alarm when reinserting the battery and noticed that the buttons were not responding. Blood glucose value was 119 mg/dl. He was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.